Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the customer fell and the pump touch screen became cracked and unresponsive. Customer¿s blood glucose level was 110 mg/dl. The customer reverted to an alternate method in insulin therapy.